Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 83 mg/dl and the sensor glucose was 57mg/dl at the time of the incident. The customer reported that sensor glucose was 43mgdl when blood glucose was 73mg/dl. The customer reported that pump was reflecting sensor glucose of 76mg/dl but his actual blood glucose was 141mg/dl. Sensor glucose was 57mg/dl and the pump was suspended on low. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 57mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The customer calibrated with blood glucose of 45mg/dl for the first calibration. Pump was still reflecting 57 for blood glucose and pump was again suspended. He rechecked his blood glucose and he was at 84mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.